Manufacturer narrative:
(B)(6),

Event description:
It was reported that a rotawire was fractured. The 90% stenosed target lesion was located in the moderately calcified middle left anterior descending artery (lad). A 330cm rotawire was selected for use in a rotablation procedure. During withdrawal, several runs of 1.50 mm rotapro burr was performed and the physician noted that the distal tip of rotawire had fractured about 20 mm from the distal tip. The fracture occurred during the removal of the burr after completing atherectomy. The rotapro and rotawire body were removed. Snaring was attempted to remove the fractured wire fragment, however it was unsuccessful. The distal tip of the wire was not retrieved and was remained inside the distal lad. There was an adequate distal flow. The procedure was completed with the original device. No patient complications reported and patient was stable.